Event description:
It was reported that a revision surgery was performed due to hip dislocation.

Manufacturer narrative:
The associated polarcup insert and oxinium femoral head were not returned for evaluation. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. The devices were manufactured in 2016. A review of complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. A clinical evaluation noted that no clinical relevant documents were provided to conduct a thorough medical assessment. Thus, no medical assessment is warranted at this time. Without the return of the actual product involved, our investigation of this report is inconclusive. There is no information that would suggest the implanted devices failed to meet specifications. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.